Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse noted 10 autofill failures in the log file. The fse also noted that most were autofill fail fll.c 3844 13 0 (7 total). Suffix 13 0 indicates low vacuum. Also, two more were autofill fail fll.c 3844 6 0. Suffix 6 0 - indicates insufficient vacuum, vacuum leak, leak in iab circuit, extreme water buildup, clogged purge line filter, k3/k5 failure. But, the first autofill failure was as follows - autofill fail fll.c 3844 16 0. While troubleshooting, the fse discovered some condensation build up and performed the condensation removal procedure. This brought the atmospheric and shuttle x-ducer values within spec. (-3 and -4 respectively). But, again during all tests including the battery run time test with a iab, the fse was unable to reproduce the reported error. The unit did have a lot of condensation build up but the fse stated that it was not believed to be the root cause of the autofill failures. As the unit ran for about a half hour without any issues before the fse ran the condensation removal procedure, the fse stated that another possibility is that there could've been an issue with the iab catheter or possibly not seated properly. The fse then completed the rest of the pm and the unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an iabp malfunction, a big leak. There was no injuries were reported.